Event description:
It was reported that the patient underwent a posterior lumbar spinal fusion procedure at l5-s1 with interbody cage. To achieve fusion, surgery was performed using rhbmp-2/acs. Post operatively, patient suffered significant pain in the area of the fusion surgery and extremities. As a result of fusion surgery with rhbmp-2/acs, patient received significant medical treatment to care for rhbmp-2/acs related injuries. Patient never recovered from the surgery involving the use of rhbmp-2/acs, and continues to suffer from daily, disabling pain that prevents patient from performing many basic activities of daily living.

Event description:
It was reported that on: (B)(6) 2004: the patient was pre-operatively diagnosed with herniated disc, lumbar. Lumbar instability. Lumbar radiculopathy and underwent the following procedures: l5-s1 lateral arthrodesis. L5-s1 posterior lumbar interbody fusion. L5-s1 bilateral discectomy for nerve root decompression. L5-s1 interbody cage placement with the cages with lordotic 9 x 11 x 21 mm in size. Internal fixation, l5-s1 with the screw fixation system with a 6 x 40 and 6 x 45 mm screws. Morselized autograft. Morselized allograft. Use of rhbmp-2. As per op-notes, after the nerve roots had been decompressed by discectomy, the endplates were repaired and cages were inserted after being packed with autograft and rhbmp-2. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.